Event description:
It was reported that the patient underwent a sling procedure with a vaginal hysterectomy, cystoscopy and laparoscopy in 2006. Two months later, the patient reported slight tenderness at the vaginal vault and a slight discharge. The physician noticed that a 4-5cm piece of the mesh was exposed on the right side and could also see that there was some of the plastic sheath still on the mesh. The physician pulled the plastic and a small portion came out, which she removed. The physician also excised the 4-5 cm of mesh. During 11/2006, the patient reported a pulling sensation. In 2006, a procedure was performed to remove approximately 12cm of tape and approximately 9cm of the plastic sheath that was still covering the tape, as there was no tissue integration into the mesh.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.